Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that they received unexpected restart alarm every time when changed the battery, it rewinds the reservoir and resets the time and date. The customer alarm did not occur shortly after inserting a new battery. It was reported that unexpected restart alarm was recurring during normal pump use. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed unexpected restart error after battery change and resets time/date, problem isolated to interface board. Unit passed the rewind test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.